Event description:
It was reported to philips that the batteries are not charging in the device. The battery date of manufacture (dom) is unavailable. There was no reported patient involvement/adverse patient impact.